Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that touch pad on the device was worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the forward indicator on the console device would not come on. There were no delays to the surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown; however, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.